Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection and sepsis. No additional adverse patient effects were reported. This rv lead was explanted.